Event description:
It was reported to philips the device external paddle was found to be damaged. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the external paddle set needed to be replaced to return the device to working condition. The rse provided a quote to the customer for a replacement external paddle set. The device remains with the customer.